Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, smoker, mobility, swelling caused only due to loosening. Intraorally slightly reddened and minimally swollen. Patient reported because something was loose, otherwise he was symptom-free.